Manufacturer narrative:
Updated fields: a2, b4, g3, g6, h2, h11. Corrected fields: a4.

Event description:
N/a.

Event description:
It was reported that during intra aortic balloon (iab) therapy, the customer could not advance the sheath and dilator into the patient. There was no injury or harm to the patient.

Manufacturer narrative:
Updated fields: a3a, a4, b4, b5, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, health effect ¿ clinical code, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy the customer could not advance the sheath and dilator into the patient.